Event description:
It was reported that the customer received an off no power alarm on the insulin pump without having first received a low battery alert. Customer's blood glucose was 136 mg/dl at the time of this report. Customer stated the battery was not previously used and the insulin pump had not been bumped or dropped. There were no unattended alarms and the battery cap was not loose, cracked, or damaged. The customer was advised to discontinue use and revert to a back-up plan. The time on the insulin pump was reportedly incorrect. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for one day; time is correct and advances properly. No blank display anomalies noted. No unexpected off no power alarms noted. A slightly corroded battery tube and corroded battery cap contact were noted. The insulin pump passed displacement test, self test and off no power test. The operating currents were within specifications. There were minor scratches on lcd window, a cracked case at lcd window corner, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.